Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
(B)(4). No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision occurred during the procedure. It was reported that the patient was registered via the touch-n-go method and accuracy was checked at the top of the head. Once navigating, the site was imprecise by about half an inch when down at the occipital bone. At the top of the head, the accuracy was sufficient. It was reported that the geometry error of 1.2 and that the region in question was within the green zone for accuracy. The site reported that they thresholded the model to bone and performed a tracer registration to complete the procedure. It was reported that fiducials were placed mostly on one side of the head and one was placed on the other side of the head. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.